Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump and catheter were replaced on (B)(6) 2014 due to a catheter occlusion and the location was unknown. Diagnostics included a dye study and the cause of the issue was undetermined. It was further reported a dye study was attempted on (B)(6) 2014 and the healthcare provider (hcp) was unable to aspirate from the catheter access port (cap) and the physician opted to replace the entire system to remove all variables. It was noted cerebrospinal fluid flow was not evident when disconnected from the pump. There was no alleged product issue with the pump. The patient¿s status at the time of this report was ¿alive- no injury¿ and the patient experienced increased spasticity despite dose increases. The patient was doing well and receiving therapy following replacement. The pump was being used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a kink which was observed in the catheter body. Analysis of the pump found no anomaly.